Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the atrial and shock channel. Additionally, it is suspected that the ventricular tachycardia (vt) episodes were atrial driven. The technical services (ts) reviewed the data and indicated that the noise is consistent with myopotential noise. The ts discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the atrial and shock channel. Additionally, it is suspected that the ventricular tachycardia (vt) episodes were atrial driven. This crt-d remains in service. No adverse patient effects were reported.